Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bending section cover adhesive of the endoeye flex deflectable videoscope was chipped. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted due to peeled adhesive found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending section cover adhesive was chipped. Also, evaluation found that water tightness was lost due to a pinhole on the bending section cover, the video connector case was cracked, and the universal cord was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.